Manufacturer narrative:
H11: the actual device was not available; however, two photographs of the sample was provided for evaluation. Visual inspection of the photographs did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified in the photo samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron extension set could not connect to the patient¿s catheter. When the extension thread connected with the catheter, the thread could not rotate since it was completely sealed. This was observed during patient connection, after the set was primed with normal saline 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.